Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2020 the patient¿s pump malfunction and they did not know what happened. There was something wrong and the patient ended up in the ICU (intensive care unit). The patient was very rigid and they thought the catheter had broken where it goes into the pump.